Event description:
A consumer reported experiencing burning sensation, left eye. Info received from the eye care practioner reported diagnosis of acute chemical reaction with allergic conjunctivitis. Examination revealed corneal staining of moderate severely covering more than 50% of the corneal surface and a mild anterior chamber reaction. Treatment consisted of steroid drops qid and artificial tears as needed. No follow up scheduled and no scarring expected. No further info has been provided.

Manufacturer narrative:
This case is considered as a significant epithelial loss. A mfg investigation is underway. If any abnormality is found, a follow up report will be provided. (B) (4).